Event description:
Subsequent to the initial MDR, a correction is required. Sae information received on (B)(6)2025.

Manufacturer narrative:
(B)(4). G3: date received by mfg - correction. Sae information received on (B)(6)2025.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On (B)(6) 2025, it was reported that the patient uses insulet omnipod5 in hybrid closed loop and the cgm was low on (B)(6) 2025. The patient took glucose gummies and had part of a sugar beverage. At an unspecified moment, the bg was 179 mg/dl. The patient contacted omnipod at some point and the complaint details say that he was advised to replace the sensor because it was about 110 mg/dl off from the manual bg. The patient was vomiting and received a notification he was low. He reportedly drank a sip of soda and checked the bg and it was 220 mg/dl. The patient was reportedly advised to contact the health care provider. There was no report of treatment for hyperglycemia at that time. A report was later received from omnipod stating stated the had to seek medical attention because his cgm broke so he had to check blood glucose manually, and then his pod expired when he was asleep and his pdm died and then his bg levels went up to 700 mg/dl. On (B)(6) 2025, the patient was unaware of his surroundings and very tired, also couldn't keep fluid in him. He presented to the hospital and was admitted for 1.5 days for unspecified treatment and management of hyperglycemia. On (B)(6) 2025, omnipod attempted to contact the patient for additional details but he declined to provide any. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.